Manufacturer narrative:
The allegation is against one of two anchors; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 1192, UDI: (B)(4) batch: 6994507.c

Event description:
Related manufacturer reference number: 3006705815-2023-04978, 1627487-2023-03787. Additional information received indicates the patient experienced ineffective stimulation due to one lead being fractured, one lead migrating and one anchor was fractured. Surgical intervention took place wherein the entire system was explanted and replaced. Therapy was restored. Ipg was electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000085086.

Event description:
It was reported one of the patient's leads has high impedances. Surgical intervention may take place at a later date.